Manufacturer narrative:
This is the 2nd of 2 reports. Subject device is not available.

Event description:
It was reported that during procedure inside the patient with a balloon occlusion catheter (subject device), the guidewire was pulled back inside the balloon causing blood to clog the deflation holes and preventing proper deflation of the balloon. The same issue occurred twice with two balloon occlusion catheters. There was no clinical consequences to the patient. This report concerns the second balloon occlusion catheter.

Manufacturer narrative:
Expiration date: added. Product available to stryker: updated. Device evaluated by mfg: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. No visual issues were noted. During analysis, an attempt was made to flush the device. The balloon did not inflate. Procedural fluids were noted. An attempt was made to advance a demonstration 0.014¿ guide wire but severe resistance was noted due to the contrast & procedural fluids. The device was soaked in warm water in order to dissolve dried procedural fluids & contrast. The demonstration 0.014¿ guide wire was advanced again and resistance was still noted due to the contrast & procedural fluids. The balloon was inspected and it was noted that the balloon was burst. The event description indicated that, the guidewire was pulled back inside the balloon causing blood to clog the deflation holes. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported event. As per the event description the product analysis of the returned device indicated the device was clogged with procedural fluids contributing to the reported event. Therefore, an assignable cause of operational context has been assigned to this investigation. This is the second of 2 reports filed associated with this event.

Event description:
It was reported that during procedure inside the patient with a balloon occlusion catheter (subject device), the guidewire was pulled back inside the balloon causing blood to clog the deflation holes and preventing proper deflation of the balloon. The same issue occurred twice with two balloon occlusion catheters. There was no clinical consequences to the patient. This report concerns the second balloon occlusion catheter.